Event description:
An article was published in research square citing a case study of "one year clinical outcomes of implantable collamer lens implantation for myopic regression after laser vision correction". The patient experienced over/under correction and lens exchange. The article reported, "within the first year of follow-up, three eyes required icl exchange for higher power due to postoperative under-correction." The serial number was not provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6: health effect- clinical code: 4581- over/under correction. H11: manufacturer narrative: over/under correction and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).